Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient came into the hospital with low flow alarms and was readmitted for volume resuscitation, inr 1.6. Hematuria started the next day and the frequency of low flow alarms increased. The following day, the pump stopped and the patient was placed on inotropes and on a balloon pump. The patient will continue on current therapy regimen and await for transplant. The patient is listed as status 1a for transplant.

Manufacturer narrative:
The report of low flow hazard alarms and pump stoppages was confirmed via the log file from the patient's system controller. The log file showed consistently elevated pump power and decreased pulsatility index values, followed by intermittent pump stoppages. The system controller appeared to be struggling to operate the pump. Based on the manufacturer¿s previous complaint experience, the captured events appeared consistent with potential pump thrombus. Although the report of alarms and pump stoppages was confirmed through the evaluation of the submitted system controller log file, a root cause for the reported event could not be determined as the device was not returned to the manufacturer for evaluation. The patient remains ongoing and anticoagulated on coumadin and is reported to be doing well. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The lvad remains implanted in the patient but is currently not in use. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.